Event description:
It was reported that during the procedure to treat a lesion in the mildly tortuous mid left anterior descending (lad) artery, pre-dilatation was performed. A 2.5x 38 mm rx xience prime stent delivery system (sds) was advanced and deployed; however, an edge dissection to the vessel proximal to the stent occurred. Another xience stent was implanted to treat the dissection. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.